Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in pacing inhibition that lasted over two seconds. The noise is very fine and is on the r/s channel only. Tapping on device did not reproduce the noise. Patient is in chronic atrial fibrillation (af) so there is no atrial lead implanted. The patient paces almost 100%. The noise is seen between 3 am and 10 am. The patient states that he is up a lot in the night.